Event description:
It was reported that the procedure was to treat a lesion in an unspecified artery. The hi-torque 014 bmw guidewire (gw) was difficult to advance and difficult to navigate. A 3.00x28mm xience sierra stent delivery system (sds) was advanced to the target lesion and the stent was implanted without issue. There was no adverse patient effect reported and no clinically significant delay reported. Return device analysis found that the gw was returned frozen in the guide wire lumen of a 3.00x28mm xience sierra stent delivery system catheter (sds). The gw coils were noted to be misaligned. No additional information was provided.

Manufacturer narrative:
Date of event ¿ estimated. The device was returned for analysis. The reported difficult to advance and the reported material too rigid or stiff were unable to be replicated in a testing environment due to the condition of the returned device. However, the guide wire was returned frozen in the guide wire lumen which appeared to be an abbott xience sierra stent delivery system catheter (sds). The intermediate coils were misaligned proximal to the center solder sporadically and the shaping ribbon was noted to be bent. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure, as it is likely that buildup of procedural contaminants in the guide wire lumen contributed to the reported difficulty advancing the stent delivery system over the guide wire and the reported material too rigid or stiff. Interaction/manipulation of the device likely resulted in the noted sporadically bent shaping ribbon; likely contributing to the reported difficulties. Additionally, it is possible that the noted offset coils could have contributed to the difficulty removing the stent delivery system from the wire; although, this could not be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.